Event description:
The account alleged that the patient position module alarm is faint and cannot be heard outside the room. No injury reported.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.